Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the cartridge was leaking from the pigtail. Additionally, it was reported that cartridge change errors occurred with multiple cartridges. A replacement pump was sent to resolve the issue. The customer's blood glucose level was 140 - 250 mg/dl.